Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the power supply was delivering energy intermittently, and then stopped delivering energy altogether. The cord was replaced and the device operated for one cycle; however, it then stopped delivering energy. The power supply was replaced and the procedure was completed without further incident. The hospital did not reported any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Internal file number - (B)(4).